Event description:
The pt was implanted with a left ventricular assist device. Approx 3 yrs post-implant, the pt was listed as a high urgent transplant candidate due to intermittent hemolysis. Approx 2 months later, that pt experienced several red heart alarms and the pump was not able to maintain the fixed speed. The vad coordinator confirmed that this occurred while the pt was supported by the power module or by batteries. The pt was admitted to the ICU and the vad coordinator observed that pump stoppages were triggered by pushing on the abdominal wall of the pt. Damage to the internal portion of the percutaneous lead was suspected. A decision was made to exchange the pump. Also of note, several months earlier, the external portion of the percutaneous lead was secured with rescue tape due to tearing in the outer cover.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.